Manufacturer narrative:
The customer reported the secondary tubing was leaking where the texium connects to tubing and returned two representative samples of the same lot as the reported failure. Material 10013364t, lot 24109021. Upon initial visual examination, the set had no defects or abnormalities. The sets were loaded at 48 psi per bd r&d testing suggestions and held there for 10 minutes. The testing did not reveal any leakage or confirm the failure. Although we could not confirm the reported failure, a trend has been identified, and actions have been initiated to investigate the texium leakage issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type. A device history record review was performed. There was a quality notification issued for the failure mode reported by the customer concerning the texium component.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite texium secondary set was leaking the following information was received by the initial reporter with the following verbatim. It was reported by the customer that leak during administration.